Event description:
Pt reported his infusion device does not deliver the insulin. Pt stated about 2 days ago, his blood glucose value reached 500 mg/dl. Pt's normal blood glucose value is 130 mg/dl. Pt reported he did a corrective bolus but the issue didn't change, so he used injection therapy. Pt stated he decided to use his backup infusion device and his blood glucose value returned to normal. Pt reported some weeks ago, the infusion device displayed an e6 (mechanical error) alert. Pt stated he just changed the insulin cartridge and then the e6 disappeared. Pt reported no alarm or sound from the infusion device on the latest day when the problem occurred. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.